Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. (B)(6). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor had a ruptured bladder. This issue was identified during fill. There was no patient involvement. No additional information is available.